Manufacturer narrative:
Examination of returned used 60-5274-032 device in opened original packaging. Examination of returned used 60-5274-032 device in opened original packaging found that the tip of the spatula was completely broken off the device and had a tear in the side. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be the use of excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of one device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that during trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the 60-5274-032 laparoscopic electrode with eschar-resistant coating device, was being used during a laparoscopic total hysterectomy and adnexal tumor resection procedure on (B)(6) 2025 when it was reported, ¿the tip of the spatula was damaged and detached.¿. Further assessment questioning found that the device did fragment and fall into the surgical site and was removed with the use of a forcep. The procedure was completed with the use the same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of the customer that the 60-5274-032 laparoscopic electrode with eschar-resistant coating device, was being used during a laparoscopic total hysterectomy and adnexal tumor resection procedure on (B)(6) 2025 when it was reported, ¿the tip of the spatula was damaged and detached.¿. Further assessment questioning found that the device did fragment and fall into the surgical site and was removed with the use of a forcep. The procedure was completed with the use the same alternate device and there was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.